Event description:
Caller reported that t:slim x2 pump battery would not charge, leading to a power source alert indicated by alert 07 in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer did not change charging supplies, but eventually, the pump began charging, and no further assistance was required.